Event description:
It was reported on (B)(6) 2026 that the patient's infusion cannula was bent and experienced high blood glucose level to 374 mg/dl and treated with insulin pen. Infusion set has been used for one day.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.